Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopic prostatectomy procedure, air leaked when 5mm forceps was inserted through each device. Another device was used to complete the procedure. There were no adverse consequences for the patient.